Event description:
Three attempts, on two separate days, were made for biliary drainage using cope-type biliary drainage kit. All three times the smallest guidewire was used and each time the end broke. On the third attempt the tip of the guidewire broke off inside the pt's liver. No known adverse reaction. The kits, as well as the packaging were thrown away. Rptr has contacted cook, inc and reported the problem to them, also.